Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. Device memory data was analysed after interrogation upon reception. In response to the warning letter that the united states food and drug administration issued to ela medical (dated 11/06/2009), (B) (4) (formerly ela medical) is filing this MDR at this time. (B) (4). Conclusion: the electrical characteristics of the returned device were within specifications. Review of the episode recorded in the holter memory showed transient noise and over sensing on the ventricular channel, the shape of the noise suggest a lead-ICD connection issue but it occurred at the time when the physician manipulated the device and the lead. The inspection of the connector header revealed: the distal (a)is-1 setscrew was found skewed and stuck upon reception. After unscrewing, a metallic burr and damages were observed on the first thread of the setscrew and of the terminal block. Damages were observed on the first threads of the distal (v)is-1 setscrew and terminal block. Damages were observed on the first threads of the (rv)df-1(-) setscrew and terminal block. These damages showed clearly that difficulties were met during the screwing/unscrewing operations. However, it is not possible to determine whether these damages resulted from screwing operations at the beginning or at the end of the implantation, i.e. Whether there is a link between these damages and the reported event. The damages observed on the distal (v)is-1 and on the (rv)df-1(-) setscrews and terminal blocks could explain the impedance >3000 ohms on the ventricular channel and the open continuity on the rv coil: the setscrews could have been completely unscrewed then reinserted with difficulties, the setscrews were screwed but skewed and stuck at the level of the first thread when attempting to reinsert the setscrews, however, there was a contact and the lead tips were considered as tightened. During the tests, the different movements of the pt and manipulations could have then induced bad mechanical and intermittent electrical contacts particularly at the distal (v)is-1 and at the (rv)df-1(-) levels thus explaining that the v impedance test and/or the rv coil continuity test failed.

Event description:
Reportedly, during an implantation procedure: the leads were tested before the connection without showing anomaly. After connecting the leads to the ICD involved in this MDR report, impedance and continuity tests revealed a high impedance (>3000 ohms) on the right ventricular lead and an "open continuity" on the right ventricular (rv) coil. Different attempts were performed but did not solve the problem. The physician decided to change the ICD but still an open continuity on rv coil was observed. The leads were then disconnected and tested with success. After reconnection, there was no more problems and two inductions were performed with success. The ICD involved in this MDR report was returned for analysis.